Event description:
A us distributor contacted zoll to report that a patient developed a hematoma under the lifevest equipment. Patient described the area as pressure points under the breast area that become more sever and black and blue. There was no alleged device malfunction contributing to the hematoma. The patient¿s physician advised temporarily removing the device to allow the hematoma to heal. Follow up indicated that the hematoma improved.